Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they have had the weirdest situation. Patient stated they were was hit by a door handle in the middle of their back close to the ins. Patient stated their back started to hurt and the ins was sticking straight out. Patient tried icing it and was referred to the emergency room (ER) by healthcare professional (hcp) office. Then patient stated that while driving, the ins moved back into place. They then turned off stim before having an x-ray taken of the device and the x-ray technician told patient the ins was still working. Patient was not sure what they meant by that. Patient spent night in ER for an unrelated medical condition. Then while being discharged, the ins started to move out of place again. Hcp redirected patient to a manufacturer representative (rep), so patient was now wondering what they should do. More information was received on (B)(6) 2019 patient clarified that it was budging out. Patient said they were going to hcp office and would be seeing the pa at 9:30am. Patient mentioned that still haven't heard back from rep who they left voicemail for. Patient also reported they tried not to lean on the device while driving because it hurt. No further complications were reported or anticipated. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that an x ray was done and everything was ok and working fine. No further complicated note or anticipated.